Event description:
The customer reported the system was not within regulatory specifications. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The kvp inaccuracies could not be verified. The system was tested and found to be working as intended, and put back into service.